Event description:
It was reported that a small volume folfusor leaked from the ¿patient receptical¿. This occurred during or after filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f020 was manufactured on june 3, 2014 to june 4, 2014. The affected device was received for evaluation against the reported condition. Visual inspection and functional leak testing were performed on the device. Visual inspection on the unit via the naked eye showed no obvious signs of physical abnormality and that it only showed the fluid inside the package that is contained within the unit. During the functional leak test, the device was filled with green water and was being monitored until the next day. There was no evidence of a leak observed at or near the blue winged luer cap or any other part of the device. Based on the findings, the reported leak problem could not be determined. The device met product specification and was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.